Event description:
It was reported that backflow of blood occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous atrioventricular (av) of right coronary artery (rca). A 20x2.25mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that there was a backflow of blood and damage of the balloon of the stent delivery system was suspected. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the bumper tip profile and stent profile. There were no issues noted with the overall balloon profile, the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A further microscopic examination of the device found numerous scratches on the distal outer. The damage was positioned between 4 and 11mm distal to the bi-component bond. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that backflow of blood occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous atrioventricular (av) of right coronary artery (rca). A 20x2.25mm promus premier&#10259;tent was advanced to treat the lesion. However, it was noted that there was a backflow of blood and damage of the balloon of the stent delivery system was suspected. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.